Manufacturer narrative:
The reported malfunction was observed and attributed to a battery interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. The connector interlock bracket was replaced as a precaution. Device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.